Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (ucv). The customer reports that the uvc was placed on (B)(6) 2014 at 1500 without incident. On (B)(6) 2014 at 1600 the rn was hanging new IV fluids when she noticed that the IV fluids were leaking from the line. The customer further reports that fluids were leaking just below th molded strain relief on the extension. Betadine was used to clean the skin area and the area was completely dried prior to insertion. The customer reports that it was not difficult to handle the catheter during insertion. The uvc was not difficult to secure and was secured via an umbilical bridge. The uvc was inserted on (B)(6) 2014 in the umbilical artery. The uvc was used in continuous use. Normal saline was used to flush the line using a 3cc syringe. The customer stated that nothing was used to clean the device. The uvc was removed on (B)(6) 2014. The device was replaced with a 3.5 single lumen umbilical line. The customer reports that the status of the pt is critical.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.